Manufacturer narrative:
UDI, operator of device, and PMA/510(k) are unknown. The visual analysis of the retuned samples did not show any anomaly. The needles were sharp, and the bevels were in compliance with the internal specification. However, the visual analysis confirmed the presence of drops of silicone over the tube. The wall thickness and trim length values are in compliance with the internal specification. The reported problem was not confirmed; therefore, root cause cannot be determined. The device history record (dh) did not show any anomaly related to the referenced defect. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that, upon administering the product to the patient, the customer noticed the catheter did not move (or advance) smoothly. No patient injury was reported.